Manufacturer narrative:
Results - based on evaluation of user facility information and the returned sample. Based upon evaluation of undamaged sections of the returned sample. Conclusions - based on evaluation of user facility information and the returned sample. Based upon evaluation of undamaged sections of the returned sample. The involved device was returned and evaluated. Examination confirmed the device had been fractured at approximately 86mm from the distal end. Microscopic examination revealed: the urethane layer was found have swirling patter on the cross-section surface, implying that the device was subjected to torque forces; the urethane layer was noted to have evidence of stretching; creases were found in the circumferential direction on the area adjacent to the fractures indicating that the actual sample had been subjected to bending forces; and measurement of the returned sample confirmed that all materials had been successfully removed from the patient. Evaluation of undamaged sections of the returned sample confirmed there were no anomalies or defects. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitely determined based upon the available information, the investigation findings show that it is likely the guidewire was subjected to push-and-pulling and torque manipulations resulting in separation of the device. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including, "do not apply repetitive bending force to one specific point of the device as this may cause damage to the guide wire gt." All available information has been place on file in quality assurance for appropriate tracking, trending and follow up. Pat. Prob. Code: 2692 - not labeled dev. Prob. Code: 1069 - labeled dev. Prob. Code: 1104 - labeled dev. Prob. Code: 1670 - labeled

Event description:
This report is being submitted as follow-up #1 for mfg. Report # 9681834-2014-00045 to provide additional information regarding the event. The user facility reported that the lesioned vessel was considerably tortuous and a snare was used to retrieve the detached material.

Event description:
The user facility reported that the guidewire gt fractured at approximately 20mm from the distal end during a right hepatic artery procedure. Follow up communication with the user facility confirmed: the guidewire was used in conjunction with a micro catheter (excelsior sl-10, boston scientific); the attending physician applied force to the guidewire for approximately one minute but no resistance was felt; subsequently, the guidewire fractured; the detached material was retrieved from the patient along with the catheter device as one unit; there was no impact to the patient as a result of the event; and the procedure was completed successfully.